Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that event occurred 20 min. After pump use. Pt had bypass procedure & had to be temporarily av-paced post-procedure. Skin ECG was used. Autopilot used a-fib trigger. (No arrhythmia was seen.) Support from pump not acceptable. Operator modus was used for support. Pump began doppler-triggering. ECG pads were replaced - no effect, pump continued doppler triggering. Another brand pump was used; no further problems. Clinicians used 2.23 software against 2.21 software to see if problems were resolved. No reported patient complications.